Event description:
It was reported that a flogard infusion pump presented the insert slide clamp alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection found that the device was in good physical condition. A review of the alarm log identified an occurrence of the insert slide clamp alarm. Functional testing found that the device experienced the insert slide clamp alarm when the blue slide clamp was inserted. This confirmed the reported condition. The cause of the insert slide clamp alarm was determined to be corrosion on the slide clamp assembly.  To address this issue, the slide clamp assembly was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.